Event description:
It was reported by the healthcare professional that it was noticed 1 year post operative, that the plate implanted was broken. No other information is known at this time.

Manufacturer narrative:
Images were received that show the devices after initial implantation and during the plate breakage. Initially, only one plate was reported to be broken. However, a review of the post-operative x-ray during the investigation has revealed that both plates are broken. In the post-op image, it could be observed that bone healing had been achieved even though the plates are broken. It was mentioned that the patient had followed post-op care instructions and grinding was not observed. The devices will be removed at an unknown date. This case was presented to stryker¿s medical expert. He stated that ¿(¿) the plates should be intact 1 year after surgery, but there are no adverse events from a plate fracture after adequate bone healing (after 3 months following surgery) (¿)¿ except for the planned plate removal, no adverse consequences were reported for this event. Based on the performed statistical investigation, there is no indication for an incorrectly working product or any systematic design, material or manufacturing related issue. Should the devices be returned, or further information be available, the investigation will be re-evaluated. H3 other text: device is still implanted.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported by the healthcare professional that it was noticed 1 year post operative, that the plate implanted was broken. No other information is known at this time.